Manufacturer narrative:
The device was returned to th manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient noticed that her power leads on her system controller were getting very warm and then noticed that the black power lead started sparking. The patient described it as "small flames". Red heart alarms sounded and the patient's son exchanged the system controller. The patient lost consciousness for a short period of time (seconds). The patient was admitted to the hospital for observation and made sure there was no damage to her power base unit. The patient was discharged the following day without any further issues. The patient remains ongoing on the lvad.